Event description:
It was reported by amy who works in a facility and she purchased drop arm commode model 9669. Pin that drops the arm up and down, has wiggle room and when the patient weight from the arm is on it can release from the pin and not be stable. Amy ordered commode via austin pharmacy and they have been contacted in regards to the issue. Amy states the patients are using the arm to stand up off the unit and the weight is not even and may cause injury, patients vary in weight that use the commode but all are under the 250 weight cap. Per the owners manual page one states: use the arm supports only for assistance. Do not attempt to use the arms to support full body weight. Arms should be unlatched and dropped to assist in transfer onto/off the device. Provider sent email to attach the lot number to the unit.